Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates after loading a cartridge with insulin. While troubleshooting with tandem technical support, the customer declined to reload the same cartridge in order to avoid wasting insulin. There was no reported impact to the customer's blood glucose level. Customer will use the current pump as backup therapy until replacement pump is received.